Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, at 170,737 joules, the aiming beam was observed coming straight out of the tip. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing the second fiber. The fiber tip (cap) was cleaned during the procedure. No injury to the patient was reported. Patient outcome: "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-545a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.